Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the black box shows several ¿cs088¿ alarms, ¿cs054¿ alarms are observed as well. The pump alarmed with ¿cs064¿ alarm during the 24 hour duration test, unable to adequately investigate reported ¿cs088¿ alarm. Moisture ingress is observed on the display screen inside the pump. The cover was removed, moisture corrosion was found to the pcb on the rf circuit, the force sensor circuit, the motor flex/connector, and to the watchdog circuit.